Manufacturer narrative:
(B)(4). Info was not provided by the affiliate. Result code: empty instrument. Evaluation summary: the instrument was received in good visual condition and was empty. Dried body fluids were found on handles an shrouds. No functional test could be performed as the instrument was returned empty.

Event description:
It was reported that the device was used during an unk procedure, the clips are delivered acrossed. There was no pt consequence.